Event description:
During a tibial plateau procedure the surgeon attempted to insert a 90mm conical screw in which the distal tip of the stardrive feature broke off. Subsequently, the distal tip was retrieved and discarded.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. A review of synthes device history records for the product indicate the subject product conforms to manufacturing specifications. The returned (B)(4) device was returned with an angled shear fracture at the distal tip of the stardrive feature. The broken tip fragment was not returned for evaluation. Dark grey discoloration exists on the stardrive tip. The very distal remaining portion of the stardrive tip is twisted starting at the shear point, twisted approximately 20 degrees in the direction of tightening a screw. A band of dark discoloration also exists on the distal side of the etches. A review indicated the product was adequate for its intended uses and did not contribute to the complaint condition. Over torquing has caused the complaint condition. A 1.5nm torque limiting attachment is available for use in the set to prevent over torquing of the driver which would prevent the complaint condition of the screwdriver shaft breaking due to over torquing. The risk analysis adequately addresses this complaint.

Manufacturer narrative:
This device is used for treatment not diagnosis. As stated in the complaint, a porition of the stardrive geometry is missing. Noticeable discoloration over entire surface; etch detail intact and legible. The stardrive feature could not be evaluated for this complaint.